Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube and calibrated the generator. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported the system would leak oil out of the x-ray tube. No patient injury was reported.